Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke 12c percutaneous lead was returned to saluda cut into two (2) halves, which most likely occurred during the revision procedure. Functional testing could not be completed as a result of the returned device condition. The patient event logs were reviewed and confirmed the reported event of high impedances. The root cause of the high impedances could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An impedance check confirmed high impedances on one (1) lead. Reprogramming was unable to restore therapy. A revision procedure was performed and the physician elected to replace both leads.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.